Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ plus had foreign matter inside the catheter cover. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: the nonconformance cannot be confirmed as no sample or photo was returned for investigation. The complaint will be reopened if the sample is returned for investigation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5354415. Investigation conclusion: the root cause cannot be determined as no samples were returned for investigation.